Manufacturer narrative:
Results of investigation: the gas delivery engine (gde) was returned to carefusion and an evaluation was performed. Upon power up, "circuit occlusion" and "ext high ppeak" (extended high peak pressure) alarms were observed at the user interface monitor (uim) banner. The insp pres (inspiratory pressure), exp pres (expiratory pressure) and insp flow (inspiratory flow) pressure transducers calibrations were checked; it was observed that the exp pres transducer a/d (analog to digital) shifted by a count of 134 while the insp pres and exp flow transducers were within specification. A defective exp pres transducer was assigned the cause of the "circuit occlusion" alarm. The gde was allowed to cycle for 1 hour 30 minutes and then checked for moisture in the water trap, circuits and flow sensor - no moisture was observed. The inlet filters and the gde were closely checked for moisture; no moisture was found. The reported problem of moisture in the unit could not be reproduced; however, it was confirmed that the exp pres transducer failed and was the root cause of the ¿circuit occlusion¿ alarm observed upon power up of the unit. Shifts in the exp pres transducer a/d count can result in ¿circuit occlusion¿ and ¿ext high ppeak¿ alarms. This is a known issue that has been corrected per avea recall z-1609-2015.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that moisture was observed in the circuit that reaches the flow sensor to the diaphragm on the avea ventilator and volumes are affected. The ventilator was in use on a patient when the issue occurred but did result in any issue with the patient. The patient was immediately placed on another ventilator and there was no patient harm reported.